Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event due to a short-circuit of the image sensor cable and breakage of the connector. The evaluation further uncovered: defects of the insertion section, the adhesive of the bending section damaged, an abnormal appearance of the control section, and the angulation lock did not work. The defects were caused by user handling. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the hd endoeye laparo-thoraco videoscope image cannot be displayed and cannot be restored. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction: (translation of contact's name; removal of japanese email, which translated into "not clear") this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The cause of this event was presumed to be the defect of the charged coupled device (ccd) unit, failure of the internal board of the scope connector, or the system caused the event. Olympus will continue to monitor field performance for this device.